Event description:
It was reported that the handpiece was leaking a black substance during a surgical procedure. The case was completed with the handpiece. There were no other adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device leaking a black substance during usage could not be duplicated. A follow-up report will be submitted if the final results of the quality investigation require one.